Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure in printed circuit board. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction : the real-time image is not displayed due to a failure in printed circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the light source had no image when used in combination with the video processor. The issue was found at the start of a diagnostic endoscopic retrograde cholangiopancreatography (ercp) examination procedure, before patient was under sedation. The procedure was completed with an olympus back-up device. It was reported there was around a 15-minute delay. There were no reports of patient harm.